Event description:
It was reported that at pump refill, the infusion rate was 100%. An "infusion rate anomaly has been occurring since this spring, dr decided to observe at that time. There is a possibility of motor stall, so the rotor test will be done on (B)(6) or (B)(6) 2011. If the motor stall is confirmed, pump will be replaced". No pt symptoms were reported. The pump contained gabalon. Add'l info has been requested. A f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).